Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two months and fourteen days following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), the patient presented to the emergency room (ER) with right groin pain, swelling and fever of 101.5 degrees fahrenheit. Blood test identified elevated white blood count (wbc). A right groin infection was diagnosed. Antibiotics were administered and the patient was admitted. Computed tomography (CT) showed a right groin pseudoaneurysm (psa) at the delivery catheter system (dcs) assess site. The following day cultures isolated pseudomonas aeruginosa. The patient went to the operating room (or) for right groin exploration and excision of the right common femoral artery (rcfa) psa. Greater saphenous vein (gsv) patch angioplasty of the rcfa and sartorius flap was performed. Four days later, sudden groin pain and a drainage output of 500 milliliters (ml) of bright red blood was noted. Patient taken back to operating room for patch blowout and hemorrhage from the right groin. The rcfa was re patched and a blood transfusion was administered. Sixteen days after presenting for the infection, access site induration was observed. Two days later, a computed tomography (CT) of the abdomen and pelvis was performed to assess the evolving right groin abscess. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5: additional information was reported that a blood test four days after presenting showed a drop in hemoglobin (hb) from 9.2/27 to 7.5/22 grams per deciliter (g/dl). The minimum diameter of the access vessel was 5.2 millimeter (mm). Approximately one month later the event resolved. Updated b7.relevant history medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d4. Suspect medical device model/catalog #; expiration date; lot#; UDI# h3. Device evaluated h4. Device mfg date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two months and fourteen days following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), the patient presented to the emergency room (ER) with right groin pain, swelling and fever of 101.5 degrees fahrenheit. Blood test identified elevated white blood count (wbc). A right groin infection was diagnosed. Antibiotics were administered and the patient was admitted. Computed tomography (CT) showed a right groin pseudoaneurysm (psa) at the delivery catheter system (dcs) assess site. The following day cultures isolated pseudomonas aeruginosa. The patient went to the operating room (or) for right groin exploration and excision of the right common femoral artery (rcfa) psa. Greater saphenous vein (gsv) patch angioplasty of the rcfa and sartorious flap was performed. Four days later, sudden groin pain and a drainage output of 500 milliliters (ml) of bright red blood was noted. Patient taken back to or for patch blowout and hemorrhage from the right groin. The rcfa was re patched and a blood transfusion was administered. Sixteen days after presenting for the infection, access site induration was observed. Two days later, a computed tomography (CT) of the abdomen and pelvis was performed to assess the evolving right groin abscess. No additional adverse patient effects were reported. Additional information was reported that a blood test four days after presenting showed a drop in hemoglobin (hb) from 9.2/27 to 7.5/22 grams per deciliter (g/dl). The minimum diameter of the access vessel was 5.2 millimeter (mm). Approximately one month later the event resolved. Additional information was received which indicated that it was unknown as to when injury had initially occurred. However, per the physician the delivery catheter system (dcs) access site was known to be a complicated vascular access, but that the patient anatomy was not a contributing factor of the pseudoaneurysm. As reported, it was possible that the dcs and a non-medtronic sheath caused or contributed to the pseudoaneurysm. The physician reported that the cause of the infection was not known as the infection occurred approximately 10 weeks following the valve implant procedure and that the dcs itself did not cause or contribute to the infection. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that it was unknown as to when injury had initially occurred. However, per the physician the delivery catheter system (dcs) access site was known to be a complicated vascular access, but that the patient anatomy was not a contributing factor of the pseudoaneurysm. As reported, it was possible that the dcs and a non-medtronic sheath caused or contributed to the pseudoaneurysm. The physician reported that the cause of the infection was not known as the infection occurred approximately 10 weeks following the valve implant procedure and that the dcs itself did not cause or contribute to the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which the physician indicated that infection and pseudoaneurysm were not related to a medtronic product rather to the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that the patient was discharged approximately 31 days following onset. The pseudoaneurysm event was resolved 8 days thereafter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated the pseudoaneurysm had resolved the day following the reported onset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 33 days following presentation the redo right common femoral artery exposure excised the pseudoaneurysm and primary closure of the femoral artery. A wound vacuum was utilized. This same date a blood culture was negative culture. The white blood cells measured 3.6 k/ul. Hemoglobin, hematocrit, and platelets measured 7.4, 23.0, 139 respectively. Seven days later a chest x-ray noted a hazy lower lobe opacity. No treatment reported. Resolution associated with the right femoral artery occurred 10 days following this redo procedure.